Manufacturer narrative:
Secondary intervention - eval - results: embolism-device, severely calcified with 75% stenosis. Eval conclusions: severely calcified with 75% stenosis.

Event description:
A 2.5 mm diameter x 14 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a om lesion. Lesion morphology was reported as severely calcified with 75% stenosis. The lesion was pre-dilated. An endeavor 2.5 x 14 drug-eluting stent was successfully implanted in the circumflex. It was reported that the physician first attempted a second endeavor 2.5 x 14 drug-eluting stent; however, it was unable to cross the lesion. The lesion was pre-dilated and the same device was attempted a second time; this was unsuccessful. The endeavor drug-eluting stent was being removed; however, was not coaxial with the guide and the guide sheered off the stent. The physician attempted to remove the un-deployed stent by using a balloon and a snare, both were unsuccessful. Another manufacturer's balloon was used to crush the un-deployed stent into the vessel wall. A driver 3.5 x 12 was implanted over the crushed stent. The pt is fine.